Event description:
The patient experienced a loss of therapeutic effect. She lifted a milk carton into a cooler and when she twisted she received a shocking sensation at the neurostimulator (ins) site. She turned her ins off with her magnet. Her implant physician would not see her and she has no insurance. She was working with her primary care physician to apply for "disability" benefits. Additional information has been requested.

Manufacturer narrative:
(B) (4).